Event description:
Dental drill burr (zb 104) broke during case. The drill tip was sucked into canisters. Drill tip not found. X-ray ordered for chest and right mandible.device #1is this a laboratory device or laboratory test?no.